Manufacturer narrative:
Device evaluation summary. Belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, there was an intermittent pulse wire in the cable connecting the front therapy electrode (te) and ECG electrode a. The intermittent wire cannot be ruled out as a potential contributing cause of the reported check te messages. The root cause of the open wires is excessive force placed on the trunk cable. No adverse event resulted from the intermittent wires.

Event description:
A us distributor contacted zoll to report that a patient was experiencing constant 'check te' messages.